Manufacturer narrative:
(B)(4).no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr pfs, ppf and medical records received. This complaint is legal. Pfs is alleging pain, decreased mobility, abnormal gait, leg length discrepancy, inability to perform adls, high metal ions, emotional distress and depression. Pfs also stated that patient was revised on (B)(6) 2012. After review of the medical records and ppf for MDR reportability, there was no allegations reported. Doi: (B)(6) 2009; dor: (B)(6) 2012; left hip. Patient is bilateral.